Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned, but clinical data from the device was analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. On 2014-(B)(4), rv coil impedance measured greater than 200 ohms. The impedance trended upward with a reading of 117 ohms on 2014-(B)(6). The analyst commented that short interval counts (sic) are zero, and no oversensing was identified in the file.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead due to high high-voltage impedance. Noise was also seen with pocket manipulation. No header connection issues were seen and high-voltage conductor damage was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.